Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. Evaluation summary: the full lead was returned and analyzed; no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds, so the output was programmed higher. Later, the right ventricular (rv) lead was explanted. During the procedure, the atrial lead became dislodged, so it too was explanted. It was then noted that the left subclavian vein was occluded, so both leads were then replaced with leads in a new right-sided pocket. No further patient complications hav e been reported as a result of this event.